Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the stapler was unable to fire, and the surgeon was unable to press the green button nor squeeze the handle. No reported patient involvement.